Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3 (device evaluated by MFR), h4 (device manufacture date), h6: a review of the device. History record. Device history lot: part number: 314.03, synthes lot number: 4758510, supplier lot number: n/a, release to warehouse date: 17may2004, expiration date: n/a, manufactured by synthes brandywine. Mrr#: 50817 was generated during production 30 parts with o/s up to 2508 and 9 parts with nonconforming ep finish. Parts were re-worked and passed inspection. This non-conformance is not relevant to the complaint condition since it is not related to small hexagonal screwdriver shaft head was rounded from normal wear and tear use and no longer works effectively. Device history batch null, device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary background: it was reported that on an unknown date, upon inspection of the facilities screw removal tray, it was noticed that a small hexagonal screwdriver shaft head was rounded from normal wear and tear use and no longer works effectively. There was no patient involvement/impact. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the small hexagonal screwdriver shaft (p/n: 314.03, lot: 4758510) was received showing the distal tip stripped and rounded, no longer holding a hex shape tip. No other issues were identified with the returned components of the device. Conclusion: after a visual inspection per guidance provided in windchill document#: (B)(4), it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, upon inspection of the facilities screw removal tray, it was noticed that a small hexagonal screwdriver shaft head was rounded from normal wear and tear use and no longer works effectively. There was no patient involvement/impact. This is report 1 for 1 (B)(4).